Event description:
Livanova deutschland received a report that a heater-cooler system 3t device had an insulation fault. In detail, the 3t device fuse blown when the unit was switched on. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6) germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.11: according to new infomation, the complainte 3t heater cooler is no longer used and unit has been scrapped. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.